Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported an anterior capsule tear. An incomplete capsulorhexis occurred secondary to pseudo-suction of the patient interface. The surgeon does not believe that the issue is related to the laser.